Event description:
Abbvie received a literature article on "evaluating real-world use and adverse events from 3262 patients treated with 18,203 5 cycles of cryolipolysis for localized fat reduction: a multi-location practice 6 retrospective chart review¿ by daniel p. Driedmann and others in the aesthetic surgery journal (published on 20/january/2025). The literature article documented the events of multple patients and various events. However, two patients were noted to have moderate/significant contour deformity [treatment area demarcation (tad)] requiring additional medical/surgical intervention to preclude permanent impairment of the body structure.

Manufacturer narrative:
Physical asymmetry: according to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. An adverse event requiring surgical intervention as indicated by patient. Literature article / citation: " evaluating real-world use and adverse events from 3262 patients treated with 18,203 5 cycles of cryolipolysis for localized fat reduction: a multi-location practice 6 retrospective chart review¿. Daniel p friedmann and others in aesthetic surgery journal, aesthetic surgery journal, sjaf007, https://doi.org/10.1093/asj/sjaf007daniel p friedmann and others in aesthetic surgery journal aesthetic surgery journal, sjaf007, https://doi.org/10.1093/asj/sjaf007 published: 20 january 2025 was reviewed for reportability.